Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The valve was found to be asymmetry on fluoroscopy after the valve and delivery system exited the sheath inside the patient. The valve was immediately removed for patient safety. A second valve was crimped with the same crimper without any issue. The second valve was successfully implanted. Since the asymmetrical valve was noted inside the patient, the event is being reported for potential injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.6 device code.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to d.9 returned to manufacturer, h.3. Device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Expanded valve canted. Multiple struts exposure through skirt at inflow side. No other damages and/or abnormalities noted on skirt or frame. Imagery was provided from the site and revealed the following: crimped valve frame appears canted and distorted after exiting the sheath. Valve crimped in proximal crimping balloon area. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of returned device and provided image. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported '', it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The person crimping was experienced and certified. During procedure, it was found that the valve was asymmetrical. Immediately, the valve was removed for patient safety'' per evaluation of the returned device, frame was canted and distorted as indicated. Per provided information, the valve asymmetry was observed after it exited the sheath. Although no unusual resistance was reported, it is possible that manipulation was applied on the device to overcome any resistance, which may create further interaction between the crimped valve and sheath's inner lumen components, contributing to the reported damage on the valve. It should also be noted that tortuous and calcified vessels are known to contribute to non-coaxial alignment during advancement of the delivery system through sheath, forcing a negative interaction between the crimped thv and sheath's inner lumen, potentially increasing resistance between components and thus, requiring further device manipulation to overcome the encountered resistance; however, in this case no patient anatomy information has been provided. As such, available information suggests that procedural factors (device manipulation) likely contributed to the reported event; however, a definitive root cause could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.